Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of angina and thrombosis, as listed in the absorb gt1 instructions for use, are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient presented with unstable angina on (B)(6) 2016. Control angiography revealed 3 vessel lesions (left anterior descending (lad), ostium of the 1st diagonal, ostium of the 1st marginal and mid right coronary artery (rca). The planned procedure on (B)(6) 2016 was to treat lesions in the mid lad with 70-90% stenosis and in the rca with 50-70% stenosis. The mid lad was pre-dilated with a 3.0 x 20 mm non-compliant (nc) balloon and the proximal lad was pre-dilated with a 3.5 x 15 mm trek. The residual stenosis was less than 40%. A 3.0 x 28 mm gt1 scaffold was implanted in the mid lad at 12 atmospheres (atm) and post-dilated with a nc balloon. A 3.5 x 28 mm absorb gt1 scaffold was implanted in the proximal part of the mid lad at 14 atm and post-dilated with a 3.75 x 12 mm nc balloon. A 3.5 x 23 mm absorb gt1 scaffold was implanted in the rca. Residual stenosis was less than 10%. The patient returned on (B)(6) 2016 due to chest pain and thrombosis was found in the proximal 3.5 x 28 mm scaffold. The other two scaffolds were patent. Balloon dilatation and thrombus aspiration was performed for treatment. Control angio was performed on (B)(6) 2016 showed good permeability of the mid lad. It was confirmed that the patient had been compliant with dual antiplatelet therapy (dapt). No additional information was provided.